Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that incoming inspection, the device failed the earth-ground resistance test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was not replicated or confirmed. The ac receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.